Manufacturer narrative:
The device was not returned for analysis as it was discarded at the site. Therefore, we could not confirm the event.

Event description:
It was reported that during the preparation, the balloon was inflated; however, the balloon did not inflate symmetrically. Therefore, the physician deflated the device and re-inflated the device in the attempt to get a symmetrical shape. The device was inflated and deflated multiple times. Upon the last inflation, the physician gently rubbed the balloon segment and the device suddenly ruptured. The device was not used to treat the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.